Event description:
A pt reported they were unable to receive a reading on their one touch basic enhanced meter due to their meter allegedly would only prompt the "insert strip" message. Pt reported no symptoms. There was no result on their meter as the pt was unable to test. Treatment was not reported. No further info has been reported. No serious injury or allegation of harm.